Event description:
It was reported that patient underwent a tibia procedure on (B)(6) 2013. During the procedure, the tip of the hex driver and connector fractured in the end cap of the tibia nail. Surgeon attempted to remove the fractured tip and end cap without success. As a result, the fractured tip and end cap remains implanted in the patient as the end cap was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03758 / 03759).